Event description:
Malfunction: bed issue. A technician reported a bed issue. The bed would not move in z axis after swiveling in under the laser. There was no pt injury associated with this report.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite visit, the territory manager (tm) operated the bed in all axes for one hour, without incident. The tm also checked the bed in the surgery position, but was unable to duplicate a power shut down. Tm was unable to duplicate the problem and consulted tech support for additional suggestions for troubleshooting. No further testing was necessary to demonstrate that the system was operating within specification. The tm successfully completed the system verification. Conclusion: based on the results of the investigation a definitive root cause could not be identified. (B) (4). (B) (4). (B) (4).